Manufacturer narrative:
.

Event description:
It was reported that poor sensing was observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. No further information is available.